Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly and determined that the cause of the reported issue was that the energy down button was electrically shorted due to being damaged. This resulted in no defibrillation function being possible.

Event description:
The customer contacted physio-control to request service for a non-critical issue (nibp). There was no patent use associated with the reported event. Upon evaluation of the customer's device, physio observed that the energy down button located on the main keypad assembly was unresponsive when pressed. As a result, defibrillation may not be possible.